Event description:
It was reported that this right ventricular lead might be in the pericardium. It was believe that this lead found to be dislodged. In may it was suspected that the right ventricular lead exhibited impedance issues. However, the patient was seen in the clinic on july 19, and the lead measurements were within normal limits. It was noted that this patient was admitted into the hospital. The local area representative was going to check the device in the hospital, and it was noted that the patient was fine. No adverse patient effects were reported. At this time, the lead remains in service.